Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide#(B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 78 days.  No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient presented to clinic with driveline drainage during the dressing change. The drainage was red, yellow, and purulent in appearance. At the time of the visit, the patient¿s white blood cell count (wbc) was 8.7 × 109/l and temperature was 98.6 °f, which were within normal limits. It was reported that the patient felt a dull abdominal pain around the driveline site, which the patient had never experienced before. A CT showed no abnormalities. On (B)(6) 2017 the patient¿s warfarin dose changed from no scheduled dose to daily 3.75 mg followed by new regimen of 3.75 mg on mondays and thursdays and 2.5 mg all other days beginning (B)(6) 2017. The patient also began receiving zosyn 3.375g every 8 hours, vancomycin 1 g every 12 hours. On (B)(6) 2017 driveline cultures came back positive for (B)(6) and sensitive for cefazolin. Blood cultures came back negative. On (B)(6) 2017 zosyn was discontinued. On (B)(6) 2017 the patient was started on cefazolin infusion 2 g every 8 hours while admitted. The patient was then to transition to oral keflex 500 mg for 4 weeks upon discharge. On (B)(6) 2017 the patient was discharged home with a temperature of 96.4 °f, inr of 1.9 and wbc 6.8 109/l; which were satisfactory. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.